Event description:
It was reported that a pump under-infused. No additional information was available. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The evaluation was unable to reproduce reported symptom of "did not infuse the entire volume that was programmed." The unit passed flow rate testing and procedure and was found to deliver within design specification. The unit was reworked to ensure and optimize flow accuracy.